Event description:
The input ts introducer was removed from packaging per IFU, inspected and prepped per IFU. It is unknown if the device was properly hydrated. It is indicated that the introducer leaked before the valve, due to a hole present in sheath. There was excessive bleeding. Compression was applied and they changed the introducer. No additional patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.